Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.

Event description:
It was reported that the lead was implanted in the right ventricle, upon connecting to the pulse generator, the values for capture and sensing deteriorated. The lead was not used.